Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose in the 300 mg/dl range due to bent infusion cannulas. His infusion sites have also been tender and sore. Normal blood glucose is approximately 160 mg/dl, and patient boluses or changes the infusion site to decrease blood glucose. There were no issues with the preparation, insertion, or removal of the infusion set. On one occasion, the infusion site leaked insulin. Insertion device was used to insert the headsets, and the issues were noticed approximately 2.5 days after insertion. This has been an ongoing concern since patient started this type of infusion set 6-8 weeks ago. No product was requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.